Event description:
The customer reported when the unit was booted up first thing in the morning, the workstation did not boot fully and they were not able to use fluoro. The customer moved the cases to another room and called for service. There was a pt involved, but problem occurred before case and there was no injury to patient.